Event description:
Adverse event(s): "moves into tv set to see it", "vision is very, very poor", "no increase in visual acuity", (vision, impaired); "sees white bubbles or ghosts", "sees flashes" (visual disturbances); "sees little floaters" (vitreous floaters); "corneal edema" (corneal edema), "posterior vitreous detachment" (vitreous, detachment of), "photosensitive", "residual myopia", "residual astigmatism". Product problem(s): "none reported" (no information). A consumer reported seeing "flashes" at night following bilateral intraocular lens (iol) implant surgeries. In a follow-up, the surgeon reported, through medical records, that the patient has not been satisfied with visual acuity and continued to experience poor vision. The surgeon reported the patient seeing floaters, ghosting, and flashes of light. Mydriasis, corneal edema, and a posterior vitreous detachment, for the left eye, were noted shortly after the procedures. The surgeon treated the patient with medication. The surgeon also reported that in an effort to improve the patient's visual acuity and correct the residual astigmatism in the right eye and astigmatism in the left eye, incisional keratotomy procedures were performed on each eye. Post-enhancements, the patient did not notice such improvement and also experienced photosensitivity. The surgeon reported to do another surgical procedure (mini-rk ou) to improve the patient's visual acuity. The surgeon reported the patient was still dissatisfied with her outcome and continued to see shadows and images. The surgeon has referred the patient to another surgeon for a second opinion and other alternatives. There are two medical device reports associated with this event, this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/01/2010, 03/16/2010, and 03/22/2010 by phone, fax, and mail. Medical records were received on 03/22/2010. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).